Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.6 cm diameter abdominal aortic aneurysm. The aortic neck had thrombus, funnel shaped with a diameter of 31 mm at the lowest renal and a diameter of 27.6 mm above the aneurysm. Vessels were calcified and tortuous, and there was a patent ima. It was reported that after the endurant bifurcated stent graft was implanted, there was a proximal type I endoleak due to the thrombosed, funnel-shaped aortic neck. The physician elected to intervene by using a chimney technique by placing two renal stents and a 36 mm endurant cuff proximally to resolve the endoleak. No additional clinical sequelae were reported, and the patient is fine. An internal review of pre-implant films showed a very calcified aorta and iliac vessels. The aortic neck is angulated approximately 60 degrees with calcification and thrombus, and there is thrombus lining the aneurysm.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak) (thrombosed, funnel-shaped aortic neck with calcification and angulation). Conclusion: (thrombosed, funnel-shaped aortic neck with calcification and angulation).